Manufacturer narrative:
Additional information received from customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely corrosion of the plug body may have caused intermittent imaging problems and temporarily affected the video images and other electrical functions. However, a definitive root cause could not be determined. Per the instruction manual, the indicated phenomenon can be prevented by following the descriptions below: ¿do not touch the electrical contacts in the ultrasonic cable connector. Equipment damage can result¿. ¿do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the device did not produce an image at all when the scope was connected and switched on. The customer's originally reported issues were not confirmed. The following additional findings were also noted: image interference, worn distal end adhesive, lifting of the optical cover glass adhesive, leaking biopsy port, fluid staining of the fiber image, electrical safety test results not to specification, and corrosion of locating pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during preparation for use of their evis exera ii ultrasonic bronchofibervideoscope device, it was discovered that the electrical connector leaked, there was an image blur, there was a pixel error, there was an unspecified liquid stain, and there was unspecified chemical damage to the device lens. Upon the receipt and inspection of the returned device, it was discovered on 18oct2023 that the device did not produce an image at all when the scope was connected and switched on. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.